Manufacturer narrative:
Citation: bosi gm et al. A validated computational framework to predict outcomes in tavi. Sci rep. 2020; 10: 9906. Doi: 10.1038/s415 98-020-66899-6. Published online 2020 jun 18. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the use of a patient-specific computational modelling framework to predict outcomes following transcatheter aortic valve implantation (tavi). All data was retrospectively collected from a single center. The study population included 28 patients. Of those, 14 patients were implanted with medtronic corevalve transcatheter valves (predominantly male, mean age 81.5 years, average volume of calcific deposit 686 mm³). No serial numbers were provided. Among all corevalve patients, post-tavi adverse events included: permanent pacemaker implantation due to unspecified atrioventricular block (one case); mild to moderate paravalvular leak (nine cases); and small central aortic regurgitation (one case). It was noted that the source of the paravalvular leaks was likely from suboptimal apposition/frame under-expansion of the valve. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.